Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection of returned material revealed damage to right angle ext. Showing frayed wire. No other discrepancies or discernible damage to the returned power supply or power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Customer reported having difficulty powering their pes on ¿ confirmed. Root cause confirmed to be frayed right angle extension cable.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.